Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. As a precaution the stm replaced the display controller board an re-seated all connections in monitor. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the screen of the cs300 intra-aortic balloon pump (iabp) turned completely off. There was no patient involvement, thus no adverse event was reported.